Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics were not provided.

Event description:
It was reported that the hydromorphone 1mg/ml continuous infusion through patient controlled analgesia (pca) pump delivered 9.04mg instead of the programmed dose rate of 10mg/hr. The pca pump was programmed to deliver 2.5mg at every fifteen minute interval. It was then noted that the pca volumes, when checked and cleared every four hours, were not the expected numbers. At 1056, the pump read "four doses delivered with a volume of 9.08mg" indicating that the pump did not deliver the complete dose of 10mg. There was no consequence or impact to the patient and the patient was discharged.

Manufacturer narrative:
The customer¿s stated issue of the pca was delivering inaccurate dosage was not confirmed. The log review found no programming errors that would explain a report of under infusion. It is believed that the infusion with a vtbi of 1.2836 ml (the remaining volume in the disposable syringe) may have caused the expected volume infused to differ from the expected volume. This would depend when the volume infused was checked by the user. However, it could not be determined because the pcu that was in use during the reported event was not received and was unable to be determined due to continuous use of the pca. Functional testing consisting of infusion testing performed on the source pca found the device delivering fluid in specification. An infusion with a bd 60ml syringe, a calculated volume of a 60.6054 ml was infused into a container on a scale. The infusion completed accurately, with a weight of 59.9041 grams or 59.9041 ml. Test results found this to be in specification of the total syringe volume infused. The root cause of the customer¿s report was not identified. The event administration set was not returned for investigation. Device history review: review of the sn: (B)(6) service history record showed the device had a manufacture date of 12/17/2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 05/07/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure were opened for the source device.

Event description:
It was reported that the hydromorphone 1mg/ml continuous infusion through patient controlled analgesia (pca) pump delivered 9.04mg instead of the programmed dose rate of 10mg/hr. The pca pump was programmed to deliver 2.5mg at every fifteen minute interval. It was then noted that the pca volumes, when checked and cleared every four hours, were not the expected numbers. At 1056, the pump read "four doses delivered with a volume of 9.08mg" indicating that the pump did not deliver the complete dose of 10mg. There was no consequence or impact to the patient and the patient was discharged.